Event description:
It was reported that the mayfield modified skull clamp (a1059) have too much movement (it was loose, wobbly). The device had to be fixed with the adjustment screw and was described as having a "thread" or has an 'edge" (the specific component where the thread was found was not identified) as a result, the head of a pt could not be fixed into the a1018 adaptor. The pt was under the effects of the anaesthetic, but surgery had not started. The brain tumor resection was delayed 15 minutes as a result of this event. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.